Event description:
Tip of cardio seal device broke off from the tip of the delivery device and was wedged in the rfv/subcutaneous tissue and needed to be removed in the or additional information provided by (B) (6) hospital in a letter dated 2008: a sizing balloon was placed and inflated for measurement. The occluder device was not large enough, was recaptured and removed for a larger device. The occluder device would not pull back through the sheath. The entire unit (delivery sheath and sheath) pulled back as one, but the tip of the occluder device snapped off from the tip and the tip remained in the rfv. Vascular surgery was consulted and the patient underwent a surgical procedure for removal of the tip of the cardio seal device. There were no further side effects or injury to the patient.

Manufacturer narrative:
Device lot history record reviewed. Additional information requested from initial reporter (B) (6) (B) (4).